Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the opcheck with a general system failure. There is no information if there was patient involvement.